Manufacturer narrative:
(B)(4). On (B)(6) 2020 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
The following information was received via email: it was reported the device sparked while in a patient and also when being used by a technician. Sparked while in patient, the one with the tape was used on patient, the other one was found by spd tech to have the same flaw. Was there any patient harm? No. Medical intervention required? No. Was there any user harm? No. No further information available.